Manufacturer narrative:
The fenestrated bipolar forceps instrument will not be returned for evaluation, as indicated by customer. The root cause of the customer reported failure mode could not be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the arm2 doesn't have full range of motion. Customer tried two different instruments and checked arm2 sterile adapter for proper orientation. Asked customer to re-drape arm2 if possible. Customer continued with the case. Customer replaced the instrument to resolve the issue. The instrument was noted to have a broken cable. Intuitive surgical inc., contacted initial reporter of this complaint who indicated that it was the fenestrated bipolar forceps instrument that had a broken cable, nothing fell into the patient and there was no patient injury. The site was contacted to find out the lot number of the instrument and if the instrument is available for return. Customer replied back and indicated the instrument must have been discarded.